Event description:
A medwatch report ref. # (B)(4) was received stating: "ventilator failed on a patient. Inhaled tidal volumes approximately 370-400 ml. Exhaled tidal volumes greater than a 1,000 ml. Ventilator was switched out. No harm to patient." Manufacturer's ref #: (B)(4).

Manufacturer narrative:
Further information has been requested but no response has been received. No ventilator logs have been provided and no service on the ventilator has been requested. Information about the current status of the ventilator has not been provided. No investigation has been possible, therefore the root cause of the reported event has not been determined. H3 other text : 4117.

Event description:
Manufacturer's ref #: (B)(4).